Event description:
The essure device was fed into the hysteroscope and then into the left tubal ostia until the black mark was seen. The black mark was flushed with the tubal ostia, then the wheel was rolled back. However, at the time of deploying the device, there was a malfunction and the device was not deployed. The device and spring was slowly removed with constant tension leaving no residual device in the patient.